Event description:
It was reported that during an attempt to remove the right ventricular (rv) lead, it was noted that the lead had significant corrosion, and there was no place to engage the setscrew and the set wrench to remove the setscrew. It was decided to cut the lead and a permanent suture was placed around the cut lead. The rv lead remains in the patient. No patient complications have been reported as a result of this event

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.